Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(4), ubd: 16-dec-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while removing the delivery catheter system (dcs) over the wire, the nosecone of the dcs caused the valve to dislodge into the sinotubular junction. The valve was snared back into the ascending aorta. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.